Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that this system also displayed undersensing. The patient was seen for a revision procedure where the device was explanted and the lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed pacing impedance measurements of greater than 3000 ohms in bipolar configuration. The patient was seen in clinic for device testing where loss of capture (loc) was also observed. The system was reprogrammed to unipolar configuration where isometrics produced some noise and oversensing. Boston scientific technical services suggested increasing the rv sensitivity. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.